Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the patient having unknown alarms. The patient did not contact technical support or the peritoneal dialysis registered nurse (pdrn) to report any issues. A review of the patient¿s treatment records identified that the patient drained 7841 ml during drain 1 of the treatment. This drain volume is 413% of the patient's prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised that the patient discontinue use of the cycler. Upon follow up with the pdrn, it was confirmed that the patient completed treatment on the cycler and did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received their new cycler, but had not yet used it. The patient was still using the old cycler with no further issues. The pdrn stated that the patient did not want to have the cycler replaced but the pdrn felt that the data was incorrect due to the patient not having any reported symptoms and insisted that the cycler be replaced. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the rear panel was pushed in on the left side (display side). The power entry module was also pushed inward and damaged. There were no indications of dried fluid inside the cassette compartment and no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The load cell verification was out-of-specification. The load cell verification failure was due to the rear panel being pushed up and interfering with the top cover cabinet and the heater tray. The go/ no go gauge check failed on all three sides of the heater tray. When placing the 5000 gram weight, the heater tray bottomed out and made contact with the top cover on the rear edge of the cycler. An internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed and the cycler tested negative for glucose. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined.